Event description:
It was reported that the patients that had a temperature sensing foley catheter placed with no problems initially, a few days later, while removing the catheter, the complainant found no mucous or sediment to explain the blockage but the catheter tip was collapsed on lot number, ngeq0989 and ngdz0608 and openings were blocked ngeq0989 and ngdz0608. As per the additional follow up received on 28aug2020,the impact to patients that was: there was a need for the catheter removal/replacement, pain/discomfort.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to ¿walls do not have enough hoop strength". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patients that had a temperature sensing foley catheter placed with no problems initially, a few days later, while removing the catheter, the complainant found no mucous or sediment to explain the blockage but the catheter tip was collapsed on lot number, ngeq0989 and ngdz0608 and openings were blocked ngeq0989 and ngdz0608. As per the additional follow up received on 28 aug 2020, the impact to patients that was: there was a need for the catheter removal/replacement, pain/ discomfort.